Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the "end connection" of the set leaked and resulted in blood loss.